Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the machined head was damaged and the reciprocation arm and width plate screw were worn. The machined head, sleeve bearings, shaft bearings, reciprocation arm, and width plate screw were replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device needed calibration due to tolerance mismatches. The device had a worn width plate screw at product evaluation investigation. No adverse events were reported as a result of this malfunction.

Event description:
The initial final report was forwarded in error and should be voided. Width plate was not returned and damaged was not confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial final report was created in error and should be voided.